Event description:
It was reported that the patient presented in clinic for generator change. During procedure, it was found that the right atrial (ra) lead exhibited low out-of-range pacing impedance and failure to sense. The ra lead was capped and replaced on (B)(6) 2023. Patient condition was stable.